Manufacturer narrative:
This issue could not be confirmed as the device was not received for evaluation. The probable root cause is most likely due to circumstances unrelated to a malfunctioning of the device, possibly related to the dressing method, kit or canister used. In the event there is a blockage at the wound site, as in a clot, the device may not alarm as the dressing may appear sealed to the device, resulting in continued exudate and leakage at the wound site. A definitive root cause could not be determined without evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction as cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: pump leaked, did not beep, dressing collapsed.